Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable iga-2 tina-quant iga gen.2, igg-2 tina-quant igg gen.2, and ua2 uric acid ver.2 results for 1 patient urine sample tested on a cobas 6000 c (501) module the customer only provided the questionable igg-2 tina-quant igg gen.2 results for the patient. The initial igg-2 result was 9.62 with a rerun result of 6.43. The units of measurement were not provided. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The igg-2 reagent lot information was not provided. The customer checked the sample probe and found it was not centered. The customer adjusted the sample probe alignment. Precision testing was performed with acceptable results. The adjustment of the sample probe resolved the issue and there have been no further issues.